Manufacturer narrative:
E1: initial reporter phone: (B)(6). The synergy ous mr 4.50 x 16mm was returned for analysis. Visual inspection revealed multiple kinks along the hypotube shaft, no issues with the outer/mid-shaft sections or the inner lumen of the device, and that there was no stent attached due to the stent having been deployed. Microscopic inspection revealed the balloon cones had been subjected to positive pressure, crimp markings were visible on the balloon, and the bumper tip showed no signs of distal tip damage. Microscopic examination identified a pinhole on the inner lumen, 4mm distal to the distal markerband. The device was attached to an encore inflation unit and the balloon was inflated to rated burst pressure of 16 atmospheres as per instructions for use inflation liquid was seen coming from the tip of the device indicating a tear within the inner polymer extrusion.

Event description:
It was reported that deployment issues occurred resulting in patient complications. The patient presented with chest pain for an angioplasty procedure. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified intermediate area of the right coronary artery. Following pre-dilation with balloon catheters, a better percentage of flow was obtained to place the stent. A 4.50 x 16 synergy drug-eluting stent was advanced for treatment however, during stent deployment, the balloon got punctured and the stent was not fully expanded or apposed to the vessel wall. The under-expanded stent plugged the artery causing changes to the electrocardiogram (EKG) and arrhythmia. The patient was given atropine, post-dilation was performed, and sinus rhythm was recovered. No further patient complications were reported, and the patient fully recovered.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that deployment issues occurred resulting in patient complications. The patient presented with chest pain for an angioplasty procedure. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified intermediate area of the right coronary artery. Following pre-dilation with balloon catheters, a better percentage of flow was obtained to place the stent. A 4.50 x 16 synergy drug-eluting stent was advanced for treatment however, during stent deployment, the balloon got punctured and the stent was not fully expanded or apposed to the vessel wall. The under-expanded stent plugged the artery causing changes to the electrocardiogram (EKG) and arrhythmia. The patient was given atropine, post-dilation was performed, and sinus rhythm was recovered. No further patient complications were reported, and the patient fully recovered.